Event description:
Description: customer stated he was at dr's office with his educator and noticed that the pump was not sounding any alarms or beeps. Also had no sounds during basal rate change or during tone test.